Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead recorded a ventricular event with diaphragmatic over sensing. This caused a greater than two seconds pause in pacing. The health care professional (hcp) was not able to reproduce with coughing, deep breathing and valsalva maneuvers. It was recommended to adjust automatic gain control (agc) and afterwards, completing a defibrillation threshold (dft) test to measure amplitude of the ventricular fibrillation (vf) to make sure there was no under detection. Finally, the dft was completed with the rv sensitivity change. The crt-d and the rv lead remain in service. No additional adverse patient effects were reported.